Manufacturer narrative:
Based on photo received, the investigation concluded: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was able to duplicate or confirm the failure mode indicated by the customer we have evaluated the records of the batch, the visual evaluation of the image and retain samples. (Probable causes): we have evaluated the retain samples to the syringe batch and do not show the defect. After the image was provided by the customer it is possible to identify the needle pulled out of the hub. The potential causes for the problem is a burr at the needle hub could cause a fail at cannula resin fixation. Based on the severity, occurrence and quality data analysis for this product family a CAPA is not necessary.

Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported, the bd syringe 3ml ll 24x3/4 emerald¿ br detached from the hub in the moment of withdrawing from the patient during a vaccine administration. Found during use. No serious injury or medical intervention.